Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
We were doing a reconstruction of the anterior cruciate ligament, and at the time of fixing the miracle screw in the tibia, it fractures with 10mm left to enter, leaving 20mm of screw fixing the graft. The fixation of the tibia graft did not stay as expected and may fail. Sales rep reported the following info about complaint on 1/25/18: hospitalization was not prolonged due to a product problem.

Event description:
Additional information received on 11/20/2018: response received from the contact: -the doctor did not use another additional implant to fix the graft in the tibia. No other additional hole was made, the fixation was left with the 20mm screw that entered the tunnel. The insertion of the miracle screw was made in the axis of the tunnel. The patient had normal bone density.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Additional information received on 11/20/2018: response received from the contact: the doctor did not use another additional implant to fix the graft in the tibia. No other additional hole was made, the fixation was left with the 20mm screw that entered the tunnel. The insertion of the miracle screw was made in the axis of the tunnel. The patient had normal bone density. Investigation summary: the complaint device is not being returned, it remains implanted on the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.